Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken black conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. When the product was removed from the sterilized package, peeling of the coating was noticed and the product was replaced (it was not used on patient). There was no fragment fall.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation piece still connected to the wire insulation and no piece was missing of the conductor wire insulation. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The conductor wire insulation was damaged, and the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to component failure. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.

Event description:
Refer to h11 for follow-up information.